Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed a rash on the skin since scs system implant. It was stated the patient has a nickel allergy. Subsequently, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information reveled the patient underwent surgical intervention wherein the ipg was explanted.